Event description:
Back in 2010 I had proceed hernia mesh for a umbilical hernia pcdnl lot number cgg323. Ever since I've had pain and tenderness in that area with bowel movements that are spungy and liquid most the time. I feel that the mesh is the cause of my pain and bowel issues.